Manufacturer narrative:
Investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that it is impossible to pressurize the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was no leak in the patient circuit. The oxygen needle valve needed adjustment. This does not affect manual or mechanical ventilation nor gas delivery. This was not a reportable malfunction. Additional information was received that there was no leak in the patient circuit. The oxygen needle valve needed adjustment. This does not affect manual or mechanical ventilation nor gas delivery. This was not a reportable malfunction.